Event description:
It was reported that the patient was dissatisfied with his inflatable penile prosthesis (ipp) and opted to change his implant to a coloplast. Procedure was good and no patient complication was reported. Device will be sent back.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Product analysis identified a pump malfunction; however, this device malfunction cannot be confirmed to have any relation to the reported events. The allegation of patient dissatisfaction is also unable to be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was dissatisfied with his inflatable penile prosthesis (ipp) and opted to change his implant to a coloplast. Procedure was good and no patient complication was reported. Device will be sent back.